Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during drilling to implant a less invasive stabilization system (liss) plate to treat a periprosthetic fracture, the drill bit broke. The patient was reported to have hard, possibly sclerotic, bone. A surgical delay of between 15 and 30 minutes was reported due to the broken drill bit. No patient harm was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: our investigation has shown that the shaft of the returned drill bit 310.423 is indeed completely broken off. The cross section of the broken surface shows no irregularities, therefore it is likely that too much mechanical force well beyond its calculated design has been applied during drilling, which resulted in the breakage of the shaft. Unfortunately the tip itself was not returned; therefore we are not able to comment on the bluntness as such. Based on these findings we can indicate that excessive force (as indicated on the device report, due to hard bone) finally resulted in the breakage. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. Device history record review showed no issues, no design related root cause can be identified on the returned device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.